Event description:
We received a report that a tecnis zlboo 23.0 intraocular lens (iol) was explanted from the patient's right eye after the patient complained of halos and glare. There were no surgical complications, such as an incision enlargement. The iol was replaced with another tecnis lens. The patient has recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.